Event description:
It was reported that there was a period of time where the diagnostic data recorded for the right atrial lead did not show atrial arrhythmias even though the rate was fast. Atrial lead undersensing was suspected and it was suggested to adjust the sensitivity of the lead, however no programming changes were made. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed no anomalies.